Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, organ perforation, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient experienced mesh erosion into the bladder, causing stones at erosion site pyuria, pain and urinary tract infection¿s and underwent cystogram with mesh revision and excise bladder erosion and stones, on (B)(6) 2009 underwent debridement of stone and mesh from bladder wall. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 11/29/2016.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to interstitial cystitis. It was reported that patient underwent 20 years of bladder/menstrual problems causing pain, infection and bleeding treated with bladder dilation and instillation of dmso prior to mesh being implanted.